Event description:
A customer reported a contained leak on their unicel dxc 600i instrument. The cap piercer wash cup was not draining and leaked on top of sample tubes; the leak was contained to the instrument. No erroneous patient results were generated or reported.

Manufacturer narrative:
During the service visit on (B)(4) 2014, the field service engineer (fse) found cap piercer drain line 118 was obstructed causing the cap piercer to not properly drain and leak. The fse removed the obstruction by flushing line 118 with diluted bleach and d.I. (De-ionized) water which resolved the issue. The fse verified proper draining and no further leaking was observed. Upon recur, this failure mode can impact any or all chemistries, including critical chemistries. The manufacturer reference number for this event is (B)(4).